Event description:
It was reported that bd alaris smartsite extension set had flow issues the following information was received by the initial reporter with the following : smartsite intermittently is not opening when accessing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by the customer that smartsite intermittently is not opening when accessing. One sample of item: 20039e was received for quality evaluation. The product was visually inspected with not damages or abnormalities identified. The sample was then connected to sample bd products with corresponding luer connections to test for any issues with the connections or the product itself. A bd 10 ml syringe filled with water was connected to the smartsite and a fluid push was attempted. The fluid flowed through the product as expected. There were no issues with the extension set. The customer complaint of flow issues - fluid blockage could not be confirmed. A root cause for the reported failure was not established because the failure was not replicated. A device history record review for model: 2000e, lot number: 24036131 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.